Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise, oversensing and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. Fluoroscopy revealed damage to the lead which looked like a fracture. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.